Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was hard to push, sticky, or sometimes unresponsive. Customer¿s blood glucose was unknown. Customer stated that cracked or fractured on battery side and cracked on the screen. Customer stated that the piece of plastic chip off from the reservoir. Customer also reported that the insulin pump had unexplained or random no delivery alarm and rewind was slower. Customer stated that lose daytime insulin pump resets when change battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No unexpected reset alarm anomalies noted. No excessive no delivery or occlusion alarm noted. Device received with cracked case at the display window corners, cracked lcd window, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.